Event description:
A malfunction alarm identified as "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions over the phone to reset the pump, which resolved the issue as the malfunction code did not recur. The customer understood the guidance and was informed to reach out again if the issue recurred, and they were able to continue using the pump.